Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind sequence. Customer indicated that he tried to rewind again but received the same alarm which cannot be cleared. Customer's blood glucose was 177 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.